Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12aug2019. (B)(4). The field service engineer (fse) confirmed the reported problem. The fse replaced gas delivery system (gds) and blower assembly to address the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during service, the unit can't go on standby mode. It was reported that the device was in clinical use at the time of the reported event however, there was no patient harm.